Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported a difference in concentration values between performing manual vs. Automated dilutions. There was no impact to patient management reported.